Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increase thresholds to high values and oversensing with short v-v intervals. Chest x-ray showed the lead in a different position from the implant due to possible dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.